Event description:
It was reported that, "during the setup when the box was opened, they noticed that there was a pin hole in the bag of tobra. About the size of a pen."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.